Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that son had experience to hypoglycemia. Customer's blood glucose level was 35 mg/dl before lunch. Customer reported that the insulin pump had shut off while it¿s set for 60. Customer usually had it in auto mode. The insulin pump will not be returned for analysis.